Event description:
It was reported that after a a tka procedure, patient experienced pain in his right knee. No signs of neuropathic pain. Knee was warm and swollen. Patient required hospitalization. No specific component of the total knee system was assessed as to be the main complained device.

Manufacturer narrative:
The associated journey ii bcs bcs oxinium femoral component, journey ii bcs articular insert, journey tibia baseplate and genesis ii oval resurfacing patellar component were not made available for evaluation. Therefore a product inspection could not be performed. However, device details were provided and the review of the manufacturing records and complaint history was conducted. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Our clinical evaluation noted that no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time and the patient impact beyond the reported arthrofibrosis cannot be determined. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.